Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the device had a system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be faulty force sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.